Event description:
It was reported by the plaintiff's attorney that on an unspecified date an unspecified pelvic mesh product was implanted in the plaintiff to treat her pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." It was also alleged that the plaintiff suffered "mesh erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, pelvic pain, urinary and fecal incontinence, and prolapse of organs." It was also alleged that the plaintiff sustained a disability.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.